Manufacturer narrative:
The reported issue of a channel disconnect alarm occurring during an infusion of a sedative was confirmed. Physical inspection of the device noted the left iui connectors had contamination on pins when viewed at 5x magnification. The right iui connectors were found to be in good physical condition. Review of the log analysis showed the pump module s/n (B)(4) was infusing the drug propofol at a rate of 11.3ml/h. The module was in the channel ¿a¿ position. The module was recorded as having been removed while infusing on (B)(6) 2017 at 10:09am. The module was reconnected 7 seconds later. The pump module¿s event log recorded the removal as a power interruption. The infusion system was powered on, which had a different pump module (sn (B)(4)) configured in the channel ¿b¿ as recorded in the associated pcu event log. The channel ¿a¿ pump module had a power interruption during this event. The channel ¿b¿ pump module was noted to have contamination on its left iui connector pins. The root cause was not identified.

Event description:
The customer reported that during the transfer of a patient from the stretcher to the bed, a channel disconnect alarm occurred during infusion of a sedative. The user was unable to restart the medication on that device, and switched the infusion to another pump in the room to continue administration. There was no report of patient harm for this event. Users reported other channel disconnects had previously occurred, however no specific event information was provided for the other vague reports.